Event description:
The device was returned as part of inspection request from the customer to improve the forceps elevator angle. An inspection of the returned device revealed foreign material exiting from the forceps channel. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected and sterilized before requesting repair. The customer was not aware of the presence of any foreign material. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The endoscope was submerged in the cleaning solution. The forceps channel was brushed. There were no concerns about reprocessing. Since the forceps adjustment was malfunctioning, repair to change the forceps raising angle was performed. There were few additional findings. Due to a scratch on bending section cover, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was detached. Scope connector had corrosion due to water leakage. Connecting tube had a scratch. Distal end had stain. Acoustic lens had a chip. Objective lens had a crack. Universal cord had buckling. Grip had a scratch. Paint on air/water cylinder was peeled. Due to wear of forceps elevator lever, up/down knob could not be locked securely. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter was attached to the tip, but it was not possible to identify what the foreign matter was. There were no deviations in the facility's reprocessing procedures and no physical damage was found at the tip where foreign matter remained. The event can be detected/prevented by following the instructions for use which have the following descriptions: chapter 6: application and conditions of cleaning, disinfection and sterilization chapter 7: cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.